Manufacturer narrative:
During ge healthcare technician checkout, it was found that the unit does not shutdown when the on/standby switch is pressed. The bag/vent lever found to occasionally jam, thus introducing a leak. Replaced pmb( power management board) and on/standby switch, disassembled and lubricated bag/switch lever to fix the reported issue. No report of patient involvement. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the machine would not switch off. There was no reported patient involvement.